Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a damaged connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was damaged.